Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017,with blood glucose in the 40s mg/dl at the time of the incident. The customer was at 57 mg/dl at the time of admission. The customer was given food, intravenous glucose, juice, and graham crackers to treat. The customer experienced symptoms such as being combative and loss of consciousness sometimes the customer was not wearing the insulin pump during the incident within less than 48 hours. Troubleshooting was completed. Customer thinks they went low because they got distracted and did not eat. The insulin pump will not be returned for analysis.